Manufacturer narrative:
Concomitant products: product ID: 8590-9, lot# n269592, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient had increasing pain in her low back down her right leg to her heal. The patient also had swelling over the pump site. A dye study was done and identified a catheter fracture in the proximal/pump segment of the catheter. The patient was taken to surgery. The pump was replaced as it was close to eri (elective replacement indicator). The catheter was revised and reconnected to the new pump. The patient recovered without permanent impairment. The device system was delivering dilaudid and bupivacaine.